Event description:
The customer was found in a diabetec coma. A blood glucose test was performed and the result was 81 mg/dl. Paramedics were called and 20 minutes later they tested the customers blood glucose and the result was 26mg/dl. The customer was transported to the hospital. The worng controls were in use. A request was made for the return of the suspect device and replacement product was sent.